Event description:
It was reported that on (B)(6) 2023, during a saw bones orp lab, the depth gauge was bent and would not hook well. Additionally, a 2.7 cortex screw was bent. Both items were removed and will be returned to chu. All of these items were from a sawbones set from the education logistics. Additionally, one of the participants said he did not like the small battery drive drills. However, it was determined that he had no experience and needed to be in-serviced on how to properly use the drill. Once he was shown how to use the button to reverse vs oscillate, he understood. After showing the participant and testing, the drill functioned normally. Therefore , there was no allegation against the drill. There were no patient consequences/outcome. This report is for one (1)unk - screws: 2.7 mm cortex this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: 2.7 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E3: reporter is a j&j sales representative. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the unk- screws: 2.7mm cortex is found bent. No other finding is seen. A dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk- screws: 2.7mm cortex would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed> due to the product code and lot number information is unknown, the current and manufactured drawing revisions could not be reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.